Event description:
A high readings issue was reported with the adc device. A customer reported receiving unspecified high sensor readings and as a result experienced shaky body, dizziness. Customer was unable to self-treat and received unspecified healthcare professional treatment by ambulance for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed on the pcba(printed circuit board assembly) triangle and water based liquid contamination and debris (skin) was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The debris (skin) observed are most likely the result of the sensor plug being removed during product return investigation. The passing of all tests is an indication that the [water based liquid] contamination and debris (skin) did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving unspecified high sensor readings and as a result experienced shaky body, dizziness. Customer was unable to self-treat and received unspecified healthcare professional treatment by ambulance for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.